Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer¿s current blood glucose level was 241 mg/dl. The customer's other blood glucose level was 748 mg/dl and down to 466 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as vomiting. The customer treated with the manual injection and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer stated that the not calling back to a perform high pressure test. Customer stated that they were unsure the drive support cap was protruded, loose, sticking out or flush. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window and cracked reservoir tube lip.(B)(4).